Event description:
Caller reported false negative urine hcg result with icon hcg 25. Pt had a intrauterine contraceptive device placed in 2009 after obtaining a negative urine hcg urine sample was not the first morning void (was collected at 11:28 am). Pt started experiencing minimal bleeding for approx 2 weeks after placement. Pt reported nausea to her primary care physician. Serum quant hcg test (system unk) was performed and was 66,901 miu/ml at approximately 25 days at 2:20 pm. Estimate gestational age at 5-6 weeks, pt will return for another ultrasound and to determine fetal size.

Manufacturer narrative:
Testing of retention devices: lot number(s): hcg8120217, exp date(s): 12/2010. Control lot: 25miu/ml hcg urine control lot: hcg090107-01, 100miu/ml hcg urine control lot: hcg081008-01, 240.0iu/ml hcg urine lot: hcg081229-01. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. The retention devices meet qc spec. No false negative result was observed. Complaint was not confirmed. Batch record review did not find any abnormal results and the product number, product description and lot number were verified. No corrective action is required as no product deficiency was established.